Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated they would rewind and prime their insulin pump to resolve the issue. Customer's blood glucose was 110 mg/dl. The customer was unable to troubleshoot at the time of the call because the alarm was a past issue. The customer will be calling back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.